Event description:
Literature: perruchoud c., bovy m., durrer a., rosato m., rutschmann b., mustaki j.-p., buchser e. 2011. Severe hypertension following accidental clonidine overdose during the refilling of an implanted intrathecal drug delivery system. Neuromodulation 2011; e-pub ahead of print. Doi: 10.1111/j.1525-1403.2011.00392.x summary: the authors report on complications associated with intrathecal pumps that may be linked to the surgical procedure, the im planted device, or the medication itself. Reportable event: the authors report on a (B)(6) female implanted with an intrathecal clonidine pump implanted because of severe low-back pain attributed to a combination of neuropathic and mechanical origins with an ancient compression fracture of the l1 vertebral body due to osteoporosis. Other relevant medical diagnosis included severe chronic obstructive pulmonary disease, stable left cardiac insufficiency, and well-controlled arterial hypertension. It was noted, six months following implantation, during a refill procedure that the needle was bent and an accidental pocket injection was suspected. The pump contained clonidine (1200 mg/ml) and was programmed at a rate of 250mg/day. The estimated dose that leaked in the surrounding tissue was 22mg (18 ml). Fifteen minutes after the refilling procedure, the patient became first hypotensive, profusely sweating, and confused. She was admitted in the intensive care unit where she then presented with severe hypertension (220/156 mmhg) and a dysarthria. She rapidly became dyspnoeic (respiratory rate 25/min, spo2 75%). Auscultation revealed diffuse wheezing, the chest x-ray showed fluid overload, and an acute pulmonary edema due to left cardiac failure secondary to the hypertensive crisis was diagnosed. The hypertension was successfully treated with a continuous nitrates infusion (maximum rate of 0.2 mg/kg), oral amlodipine, and repeated intravenous phentolamine. The acute pulmonary edema responded to intravenous diuretics and non-invasive ventilation. Hemodynamic, respiratory, and neurological status normalized within two days and no long-term complication was observed. The authors indicated that the "shorter distance, nearly 6 mm, between the outer border of the silicone septum and the floor in the reservoir makes the puncture more difficult".